Manufacturer narrative:
A visual examination revealed that the exposed cut wire was broken, and the broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared burnt/blackened. The cutting wire was measured to have broken at approximately 16 mm from the distal pierce hole. The od of the exposed cut wire was measured and found to be within the specification. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The condition of the returned unit was consistent with the complaint incident that the cutting wire was broken. The most probable root cause is operational context. A review of the device history record (DHR) was performed. The review confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was undergoing an ercp for stone removal. When the physician started cutting the wire broke. Physician withdrew product and successfully completed procedure with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was undergoing an ercp for stone removal. When the physician started cutting the wire broke. Physician withdrew product and successfully completed procedure with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)